Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The evaluation of the device confirmed the followings; the manufacturing history (DHR) confirmed no irregularity. Defect of the circuit board was noted. Six years have passed since the device was manufactured. Therefore, omsc guessed the reported event was caused by the defect of the circuit board of the device. There is possibility that the defect of the circuit board was caused by aging. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During an inspection before a gastroscopy, the subject device did not start up. The user replaced the subject device and completed the procedure. There was no report of patient injury associated with this event.